Event description:
Using stapler on the right hepatic vein- stapler did not detach from vein all the way, ripping vein, causing massive bleeding and cardiac arrest leading to patient being on ECMO and bypass. Patient later expired due to blood loss.

Event description:
Using stapler on the right hepatic vein- stapler did not detach from vein all the way ripping vein causing massive bleeding and cardiac arrest leading to patient being on ECMO and bypass. Patient later expired due to blood loss.